Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID 399930, lot# j0444429v, implanted: (B)(6) 2004, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s device was not working and had stopped working for the patient a couple of weeks prior to the date of this report. The pain was getting worse. The patient had stated that ¿it seemed to not have been working correctly for a while, he thought the battery was just dead it had been a while since he had it re-done.¿ no interventions or outcome were provided for the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received stating that the implantable neurostimulator was replaced on 2014-(B)(6) due to normal battery de pletion. It was also noted that two extensions were replaced on the same date. The device was being returned, but no analysis or correspondence was requested. It was also noted that the patient recovered without sequela.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomaly. The battery reached normal end of life with no telemetry or output.